Event description:
A complaint was received on 11/13/2006 reporting a broken haptic. Info received on a follow-up questionaire received two months later stated the haptic broke during insertion and the capsule tore. Enlargement of the incision was required to accommodate removal and replacement of the lens. The pt had a good outcome following surgery.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.